Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "due to damage to the upper neck" of a polyflux 14l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the upper part of the product with the blood protection cap attached to the blood connector. The reported failure cannot be identify due to the poor quality of the photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.